Event description:
I'm not sure of the first date of issue since I assumed the first few issues were user error. This has happened multiple times. This machine turns on randomly and without provocation and has done so on many previous occasions. No one is using it, touching it, or interacting with it and it turns on. In addition, the humidity settings flood the tubing with water, no matter how low the setting is. Auto setting floods the tubing, resulting in me (the patient) breathing in water while asleep. I reported this to the manufacturer, but they told me that they could not do anything since I now owned the machine after having it for so long. These are medical device product defects. My prescription medication is not causing this machine to turn on without provocation. Nor is it causing the machine to flood the tubing. Not applicable to a medical device that turns on whenever it wants or the flooding of the CPAP tubing. Of note, I reported this adverse event to the philips respironics team and I do not have confidence that they documented and reported this ae based on the discussion with their agent.